Event description:
It was reported that the patient passed away due to cardiac arrest. There was no information indicating that the device was related to the cause of death. Additional information was requested but was not available.